Event description:
It was reported to boston scientific corporation on (B)(6) 2011, that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) in the esophagus performed on (B)(6) 2011. According to the complaint, during the procedure, the balloon would not go down the scope and stated that the balloon inflated "weird". Attempts to retrieve additional information on the balloon have been unsuccessful. Should additional relevant details become available; a supplemental report will be submitted. The procedure was completed another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011, that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) in the esophagus performed on (B)(6) 2011. According to the complaint, during the procedure, the balloon would not go down the scope and stated that the balloon inflated "weird". Attempts to retrieve additional information on the balloon have been unsuccessful. Should additional relevant details become available; a supplemental report will be submitted. The procedure was completed another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4) for the reported event of balloon inflated weird. Although, the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual examination of the complaint device found no issues with the catheter portion of the device. Functional testing found the balloon inflates to the correct shape and size with no issues. The catheter shaft could not be inserted into the scope due to the fact that the balloon was no longer in its wingfolded state. The reported defect of balloon irregular shape was not confirmed; however the reported defect of balloon difficulty advancing was confirmed, as the balloon could not be advanced through the scope. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.